Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 31087 error was confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint regarding an error on usm 1 was confirmed by failure analysis. The probable root cause can be attributed to the carriage top plate.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip did not move unintentionally when it detached; however, the issue was that the arm would not remain securely attached at the top when placed. This problem occurred consistently across all cases, including the first. To manage, the team repeatedly reloaded the arm, which was time-consuming. Despite the issue, both procedures were ultimately completed robotically as planned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that an issue with arm 1 was encountered. The tse reviewed the system logs and identified three occurrences of error 31009, indicating a loss of the instrument sensor, which was likely the cause of the issue. The tse recommended reseating the sterile adapter and instrument if the issue recurred. The customer had completed the case before calling using the same system configuration. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported issues with arm 1. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the evaluation is completed and/ or if additional information is received.